Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: [institution] feedback - ca500 frequently gets stuck in the applied medical 5mm af ports, leading surgeons to become frustrated and ultimately, they refuse to use them. They will only order our clip applier if all other options are on back order. They would be happy to order otherwise as the surgeons are happy with the quality of the clips. Patient status: no patient injury reported. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: [institution] feedback - ca500 frequently gets stuck in the applied medical 5mm af ports, leading surgeons to become frustrated and ultimately, they refuse to use them. They will only order our clip applier if all other options are on back order. They would be happy to order otherwise as the surgeons are happy with the quality of the clips. Patient status: no patient injury reported intervention: ni.